Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, an error screen popped up, an atypical condition detected by the device and it was noted that confirm exhibited telemetry anomaly. The device was frozen on the error screen and was unable to be interrogated. The implantable cardiac monitor was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of error message was not confirmed. Interrogation of device did not show any error message. The device was tested at the bench and it was noted that the implantable cardiac monitor exhibited normal device characteristics. No error message was noted during the entire analysis. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.